Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: during investigation, the black box confirmed that there was a cs 078 alarm. It was no able to be reproduced during investigation. The pump was disassembled and there was no evidence of moisture or other causes for the complaint. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the audio bolus button cap was missing. There was no evidence of moisture ingress at the audio bolus button site. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.